Event description:
The intubrite video laryngoscope reportedly had screen disturbances described as a "flicker" and a dark screen during an intubation. The crew was unable to visualize the artery with the device because of the equipment failure and had to utilize direct laryngoscopy to successfully intubate the pt. There was no adverse outcome to the pt because of this issue reported.